Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) and stenting treatment procedure a tip detachment and vessel dissection occurred. The 70-80% stenosed lesion was located in the non-calcified and non-tortuous left main to mid left anterior descending (lad) artery. The atlantis sr pro imaging catheter was placed and pullback performed. After pull back was completed, it was noted that the tip of the imaging catheter had detached and remained in the mid lad. The physician immediately inserted another ptca guide wire past the lesion and detached tip. Then an unspecified balloon was crossed and inflated just below the distal portion of the detached tip. Several attempts to pull back the entire system were performed but could not retrieve the detached tip. An unspecified distal protection device was advanced was unable to cross. When the physician checked the lesion, it was noted that the vessel was dissected from almost proximal to distal part of the lad. The patient had ventricular tachycardia and the patient's pressure dropped. Immediately the patient was shocked and revived. Three promus element stents were deployed from the ostial lad to distal lad. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).